Event description:
Same as MFR#: 2134265-2008-02834. It was reported that post a coronary drug eluting stenting treatment procedure that stent thrombosis occurred. The physician implanted two taxus express2 sizes 3.50x24mm and 3.50x20mm drug eluting stents in an unspecified location. Post procedure stent-thrombosis and myocardial infarction occurred. Add'l info has been requested but not rec'd.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A labeling review identified that the device was used as per directions for use (dfu) for taxus express. The mfg records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a know physiological effect of the procedure noted within the dfu, and/or device labeling.